Event description:
The customer stated an architect i2000sr analyzer generated a falsely decreased tsh result for one patient sample. Sid (B)(6) generated an initial tsh of 0.132 and repeat results of 1.467 and 1.408. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.